Manufacturer narrative:
The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was brought to the emergency room (ER) by the paramedics for low blood glucose levels and was hospitalized. The customer was discharged on (B)(6) 2017. As the customer had temporarily misplaced the pump when the paramedics were treating the customer, the customer reverted to using insulin injections to manage diabetes. The cause of the low bg was not reported and the customer declined to provide further information regarding the event. However, on the day of discharge, the customer's healthcare provider adjusted the pump basal setting due to the ER visit. Once discharged from the hospital, the customer found the pump. Reportedly, the customer was using u500 insulin in the pump cartridge.